Event description:
The caller alleged discrepant results when compared with the lab reported as follows: date: 2008; inratio: 3.0; lab 1.49; date: the following month; inratio: 3.9, lab: 4.73; date: a month later, inratio: 3.5, lab: 5.5.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2008; inratio: 3.0; lab: 1.49; mean: 2.25, confident limits: 1.4-3.1; date: the following month, inratio: 3.9; lab: 4.73; mean: 4.32; confident limits: 2.5-6.5; date: a month later; inratio: 3.5; lab: 5.5; mean: 4.5, confident limits: 2.5-6.5. The inratio and lab value are within the confident limit as per internal procedure. Product will not be investigated. Also patient testing the same day, on the replacement inratio meter.